Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the disposable distal attachment's outer diameter of the tip of the hood was caught in the pylorus upon entering the duodenum and fell off during an unspecified therapeutic procedure. The tip was retrieved from the patient with forceps causing unspecified tissue damage and an unknown amount of bleeding. There were no reports of additional medical intervention or further patient harm.

Event description:
It was reported that the disposable distal attachment's outer diameter of the tip of the hood was caught in the pylorus upon entering the duodenum and fell off during a foreign body retrieval procedure which was completed without reattaching the hood. During the retrieval of the dislodged hood, the position of the hood was gradually shifted using grasping forceps on the part that was lying flat, the hood was hooked and pulled out by expanding the inner cavity of the hood and the grasping forceps to the maximum. The procedure was reportedly prolonged 2 hours longer than planned and during this process, the esophagogastric junction was damaged. Hemostasis was attempted with the use of clips but bleeding did not stop. Contrast examination was performed and hemostasis was achieved during an unspecified interventional radiology procedure. In the physician's opinion, the bleeding stopped not because of the subsequent procedure but because the patient's blood pressure dropped.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. The investigation found ripping of the tip attachment. A definitive root cause could not be identified. No information was provided about the endoscope used in combination with the subject device and no other abnormalities other than the tear were found. Olympus will continue to monitor the field performance of this device.